Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they have been running in the 20mg/dl and 30mg/dl range. The customer states they have tried to suspend the device, but it continues to reinitialize. The customer states the reservoir compartment has a strong insulin smell. The customer states they ran a self-test and the device passed. The customer's blood glucose level at the time of incident was 20mg/dl, and the customer's most current level was 28mg/dl. The customer states treating levels with food. Troubleshoot was conducted, and the act button was found to stick, and the device unsuspended immediately after being suspended. The device is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window, and a cracked reservoir tube lip. The total bolus insulin delivery on (B)(6) 2015 was 7 units, (B)(6) 2015 was 14 units, and 27.2 units on (B)(6) 2015. On (B)(6) 2015, the time of the bolus deliveries were 2 units at 12:52, 4 units at 18:06, 4 units at 19:50, 4 units at 20:02, 3 units at 21:09, 4 units at 21:42, 2 units at 22:20 and .2 units at 23:09. The button event files were overwritten. It could not be verified if the customer manually programmed and delivered the boluses. An 18 unit bolus anomaly could not be verified. The insulin pump was programmed with boluses and monitored. All boluses were completely delivered and properly recorded. No bolus anomaly or history anomaly was noted during testing.